Manufacturer narrative:
The service engineer (se) found that the capacitor was burned. The se replaced the capacitor and the ventilator was found to be in working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator compressor was not working. The ventilator was not in use on a patient at the time of the reported event.